Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per tbm, dealer stated, that the consumer's chair is having dangerous problems. Per tbm, dealer stated, that when the chair goes over a small threshold the mid wheel lifts off the floor and when landing on solid ground it grabs and shoots off. ..